Event description:
Extremely severe device reaction/allergic reaction [allergic reaction] ([knee swelling], [knee effusion], [knee pain]). Case narrative: initial information received on 12-jun-2018 regarding this unsolicited case from (B)(6) received from a physician. This case involves a male patient of an unknown age, who experienced extremely severe drug reaction/allergic reaction, swollen knee, knee pain and puncture of the knee, after receiving injection hylan g-f 20, sodium hyaluronate (synvisc). The patient past medical treatment included hylan g-f 20, sodium hyaluronate (synvisc) in the (B)(6) 2016. The patient past medical history included knee disorder nos and left knee pain and details of vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (synvisc) once a week at a dose of 2 ml for gonarthrosis. On (B)(6) 2018, the patient experienced swollen knee and knee pain. According to physician this was an allergic reaction. On (B)(6) 2018, the patient experienced an allergic reaction from the device. On (B)(6) 2018, puncture of the knee (80 ml, 105 ml punctured) was performed and after that swollen knee subsided on an unknown date in (B)(6) 2018. On (B)(6) 2018, patient received another injection of hylan g-f 20, sodium hyaluronate (synvisc) at an unknown dose. On (B)(6) 2018 patient experienced allergic reaction again. Final diagnosis was knee pain, swollen knee, puncture of the knee (80 ml, 105 ml punctured) and extremely severe device reaction/allergic reaction. Action taken: no action taken. Corrective treatment: puncture for puncture of the knee (80 ml, 105 ml punctured) and prednisolone. Outcome: not recovered. Causal relationship for both events: probable. Seriousness criteria: required intervention. Additional information received on 14-jun-2018 from the physician. Event knee pain was added with details. Verbatim of extremely severe drug reaction was updated to extremely severe device reaction/allergic reaction onset date of extremely severe device reaction was updated form (B)(6) 2018 to (B)(6) 2018 and onset of swollen knee was updated from (B)(6) 2018 to (B)(6) 2018. Clinical course was updated and text amended accordingly. A product technical complaint has been initiated and the results are pending for the same. Additional information was received on 06-jul-2018 from physician. Reporter causality was updated. Start date of event of extremely severe device reaction/allergic reaction. Medical history was added. Clinical course was updated and text amended accordingly.

Event description:
Extremely severe device reaction/allergic reaction [allergic reaction] ([knee swelling], [knee effusion], [knee pain]). Case narrative: initial information received on 12-jun-2018 regarding this unsolicited case from germany received from a physician. This case involves a male patient of an unknown age, who experienced extremely severe drug reaction/allergic reaction, swollen knee, knee pain and puncture of the knee, after receiving injection hylan g-f 20, sodium hyaluronate (synvisc). The patient past medical treatment included hylan g-f 20, sodium hyaluronate (synvisc) in the (B)(6) 2016.the patient past medical history included knee disorder nos and left knee pain and details of vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (synvisc) once a week at a dose of 2 ml for gonarthrosis. On (B)(6) 2018, the patient experienced swollen knee and knee pain. According to physician this was an allergic reaction. On (B)(6) 2018, the patient experienced an allergic reaction from the device. On (B)(6) 2018, puncture of the knee (80 ml, 105 ml punctured) was performed and after that swollen knee subsided on an unknown date in (B)(6) 2018. On (B)(6) 2018, patient received another injection of hylan g-f 20, sodium hyaluronate (synvisc) at an unknown dose. On (B)(6) 2018 patient experienced allergic reaction again. Final diagnosis was knee pain, swollen knee, puncture of the knee (80 ml, 105 ml punctured) and extremely severe device reaction/allergic reaction. Action taken: no action taken. Corrective treatment: puncture for puncture of the knee (80 ml, 105 ml punctured) and prednisolone. Outcome: not recovered. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc. Batch number: unknown; comet compliant ID number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was 07-jun-2021. No safety issues were indicated in this review. Causal relationship for both events: problable. Seriousness criteria: required intervention. Additional information received on 14-jun-2018 from the physician. Event knee pain was added with details. Verbatim of extremely severe drug reaction was updated to extremely severe device reaction/allergic reaction onset date of extremely severe device reaction was updated (B)(6) 2018 and onset of swollen knee was updated (B)(6) 2018. Clinical course was updated and text amended accordingly. Additional information was received on 06-jul-2018 from physician. Reporter causality was updated. Start date of event of extremely severe device reaction/allergic reaction. Medical history was added. Clinical course was updated and text amended accordingly. Follow up information received on 12-jun-2021 from healthcare professional. Global ptc number added. Additional information was received on 07-jun-2021 from the other healthcare professional. Ptc results were added. Text amended accordingly. Based on the information received on 07-jun-2021, the date of incident is updated. Text amended accordingly.

Event description:
Extremely severe device reaction/allergic reaction [allergic reaction] ([knee swelling], [knee effusion], [knee pain]). Case narrative: initial information received on 12-jun-2018 regarding this unsolicited case from germany received from a physician. This case involves a male patient of an unknown age, who experienced extremely severe drug reaction/allergic reaction, swollen knee, knee pain and puncture of the knee, after receiving injection hylan g-f 20, sodium hyaluronate (synvisc). The patient past medical treatment included hylan g-f 20, sodium hyaluronate (synvisc) in the (B)(6) 2016.the patient past medical history included knee disorder nos and left knee pain and details of vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (synvisc) once a week at a dose of 2 ml for gonarthrosis. On (B)(6) 2018, the patient experienced swollen knee and knee pain. According to physician this was an allergic reaction. On (B)(6) 2018, the patient experienced an allergic reaction from the device. On (B)(6) 2018, puncture of the knee (80 ml, 105 ml punctured) was performed and after that swollen knee subsided on an unknown date in (B)(6) 2018. On (B)(6) 2018, patient received another injection of hylan g-f 20, sodium hyaluronate (synvisc) at an unknown dose. On (B)(6) 2018 patient experienced allergic reaction again. Final diagnosis was knee pain, swollen knee, puncture of the knee (80 ml, 105 ml punctured) and extremely severe device reaction/allergic reaction. Action taken: no action taken. Corrective treatment: puncture for puncture of the knee (80 ml, 105 ml punctured) and prednisolone. Outcome: not recovered. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc. Batch number: unknown; comet compliant ID number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was 07-jun-2021. No safety issues were indicated in this review. Causal relationship for both events: problable. Seriousness criteria: required intervention. Additional information received on 14-jun-2018 from the physician. Event knee pain was added with details. Verbatim of extremely severe drug reaction was updated to extremely severe device reaction/allergic reaction onset date of extremely severe device reaction was updated to (B)(6) 2018 and onset of swollen knee was updated to (B)(6) 2018. Clinical course was updated and text amended accordingly. Additional information was received on 06-jul-2018 from physician. Reporter causality was updated. Start date of event of extremely severe device reaction/allergic reaction. Medical history was added. Clinical course was updated and text amended accordingly. Follow up information received on 12-jun-2021 from healthcare professional. Global ptc number added. Additional information was received on 07-jun-2021 from the other healthcare professional. Ptc results were added. Text amended accordingly. Based on the information received on 07-jun-2021, the date of incident is updated. Text amended accordingly.